Event description:
It was reported that procedure was cancelled. An opticross 35 was selected for use. There was an initial image upon preparation. However, during the procedure, upon second run on bilateral side, no image was present. The procedure was cancelled as it was the last catheter on the shelf. No patient complications were reported.